Event description:
It was reported that the polyaxial shaft broke off when the surgeon was inserting the screw on power using the power adaptor. The scrub tech was able to remove the broken piece from the power adaptor. The surgeon was able to continue and complete the case with another shaft. There was a five minute surgical delay. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The driver was returned in 2 pieces, with a small piece fractured off the back end of the shaft. The shaft was fractured at the locking indentation. All pieces were retrieved. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Age of the instrument was found to be more than 9 years old. Conclusion: the most likely root cause is wear due to the device's extended use.

Event description:
It was reported that the polyaxial shaft broke off when the surgeon was inserting the screw on power using the power adaptor. The scrub tech was able to remove the broken piece from the power adaptor. The surgeon was able to continue and complete the case with another shaft. There was a five minute surgical delay. There are no reports of adverse consequences to the patient.